Manufacturer narrative:
Unable to determine the root cause since no sample was returned for eval. (B)(4).

Event description:
They had an incident where one of their paramedics got a needle stick injury when the retracted needle was put in the sharps container.